Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue the medication. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to issue medication. The technical support specialist (tss) spoke with customer and confirmed that the site had not informed the pharmacy about the new required item. Tss stated user would add the item and send the medication. The system functioned as intended after the technical support specialist troubleshooted the issue.